Event description:
It was reported that there was a leak at around 44cm mark along PICC line. The PICC internal measurement was 45cm.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh0780 showed no other similar product complaint(s) from this lot number.